Event description:
While using a byte day aligner, a patient experienced localized light supragingival calculus, localized moderate subgingival calculus, generalized heavy bleeding, generalized moderate inflammation, and generalized vertical bone loss. Doctor advised patient to stop treatment until the periodontal health is controlled.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.